Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). H6: type of investigation - additional/correction: please remove incorrect codes: 4119 + 3233 + 11 and replace with correct codes: 4121 + 213 +4315, thank you.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.